Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
Blood leakage was observed in pressure monitoring line on second day of use. Customer confirmed it was under 300mmhg and there was no leakage found from connection to line. Customer cleaned the blood from the line and used the device again but blood leakage was observed four hours later. No patient complications were reported.